Event description:
A customer contacted beckman coulter (bec) to report an erroneously elevated troponin (accutni) result within the risk stratification range generated by an access 2 immunoassay system. Subsequent testing produced lower results within the normal reference range. No erroneous results were reported outside of the laboratory. There was no affect to or impact on patient treatment with regard to this event.

Manufacturer narrative:
All system parameters, including qc (quality controls) and system checks, were performing within the assay and instrument specifications prior to and after the event. The sample was collected in a becton dickinson (bd) lithium heparin plasma tube and centrifuged for 4 minutes at 3000 rpm. The sample was clear in appearance. There were no issues noted by the customer regarding either sample collection or sample handling. A field service engineer (fse) was dispatched on-site and performed proactive maintenance on the instrument. The fse also performed a high sensitivity system check which passed within instrument specifications. No hardware issues were noted by the fse. A definitive cause for this event could not be determined.